Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised for mom complications. (Left) the liner and cup were not microport products and cannot confirm the alleged mom complications.